Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the pacing test. There was no patient involvement. The device was evaluated remotely by hospital biomed with the support from philips rse. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device is not under warranty and the issue was resolved by customer with the service from 3rd party and the product is back in service.